Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Error code 354-6770, customer (B)(6) called in for help on syringe unit has error code 354-6770 also question they are seeing more with this error code and also error code 352-6700 which both errors relate to the pressure sensors & pressure disc. Which can lead to logic board on the unit. If the sensors replace does not resolve the issue 354-6770 pressure sensor circuit test failure, 352-6700 force senor circuit test failure. Force sensors will need to be replace.